Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 ug/ml at 89.43 ug/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported during a pump replacement for early replacement indicator (eri) the catheter was unable to be aspirated. The hcp attempted to aspirate the catheter at multiple sections and no cerebrospinal fluid (csf) was noted. The catheter was replaced as a result. The issue was resolved at the time of the report. The patient status at the time of this report was ¿alive ¿ no injury.¿ no signs or symptoms were reported by the patient. It was further reported the cause of the aspiration issue was unknown. No specific issues were found. It was noted there was no flow through the catheter ¿even though in spinal canal.¿ a new catheter was replaced without issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance catheter sc connector with coring, tears, cuts in the seal and met leak criteria per (B)(4). Analysis of the device also found a procedural non-conformance of the catheter body with a user related hole. Under microscope inspection indents and circular coring could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. Segment 2 had two holes in an area at 53 cm marking. There was a hole on one side of the catheter and another on the other side in the same general area. This observation, along with the appearance of the holes themselves indicates a possible needle stick as the cause of the holes that were found.

Manufacturer narrative:
Eval code-conclusion has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.